Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there was evidence of short battery life in the black box. No corrosion or cracks in the battery compartment or battery cap. Able to fully tighten battery cap. Current reading were above normal. A single component on the printed circuit board was found to have failed. When the component was removed, current returned to specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release there was evidence of short battery life in the black box. No corrosion or cracks in the battery compartment or battery cap. Able to fully tighten battery cap

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed that a component on the printed circuit board had failed. This report is made based on the results of an investigation completed on (B)(4) 2013.